Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that the patient faced infusion set leakage event on 19-jun-2024. The set was in use for 2 days. No further information.

Manufacturer narrative:
E1: patient city: (B)(6).